Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The returned advanix-naviflex delivery system was analyzed, and a visual evaluation noted that the guide catheter was kinked, stretched and detached at the proximal section. Additionally, the pull wire was kinked at the handle and was pulled out of the push catheter. Also, the pull wire cap was found detached and was not return. There were no issues found with the push catheter. A functional evaluation was not performed due to the condition of the device. No other issue with the device were noted. The reported event of push catheter kinked was not confirmed. Based on the provided and collected information, it is most likely that procedural factors encountered during the procedure could have affected device performance. Manipulation of the device by the user and/or force applied to the product during use could lead to bends/kinks along the device and the pull wire cap to be detached. The kink in the pull wire could cause resistance due to friction between the components when retracting the pull wire and continued attempts to deploy the stent can cause the guide catheter to kink, detach or stretch. It is important to mention that the pull wire was bent at the proximal end, where the pull wire cap was placed, indicating that it was properly assembled during manufacturing. Therefore, the most probable root cause for this event is "adverse event related to procedure". A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during a biliary drainage procedure in the biliary tract, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician tried to insert the stent, the push catheter was kinked. The procedure was successfully completed with another naviflex rx delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the guide catheter was detached/separated therefore this event has been deemed an MDR reportable event.